Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that all wheels are worn down, that the left motor is completely broken off of the chair.